Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer's blood glucose level was 11.2 mmol/l. The customer reverted to an alternate method insulin therapy.